Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013. Before the surgery, the trocar sleeve could not be removed because it was too tight. The product was not used for the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The trocar's protective cap was removed without any problem.